Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable pulse generator (ipg) (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013; 4194 implantable pacing lead (B)(6) 2013; heart band (B)(6) 2007.(B)(4).

Event description:
It was reported that the right atrial (ra) lead was repositioned due to high thresholds. The thresholds were checked and found to be acceptable the next day. The lead remains in use. No patient complications have been reported as a result of this event.